Event description:
It was reported that a physician attempted to implant an epicardial lead via a trocar scope for future left ventricular pacing due to the patient's newly diagnosed low ejection fraction percentage. The physician had originally asked for a fixed helix active fix lead to place the epicardial lead, bit one was not available. He stated, it was too difficult to implant the lead via the trocar; the lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.